Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files and evaluation of the battery pack did not confirm the reported issue. The review determined that the battery had entered a low-battery state but had not reached depletion and remained capable of delivering therapy. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.